Event description:
Device has battery leakage and corrosion. The customer stated the bottom of the device was smoking. A request was made for the return of the suspect device and replacement product was sent.